Manufacturer narrative:
The subject device was returned and visually evaluated. The guidewire was found to be bent and the cannula back up tabs were deformed, both of which are consistent with the distal tip having seen significant force in use. Inner component evaluation found no manufacturing anomalies. It appears that the bent/deformed components contributed to a combination of factors that led to twisted fasteners deploying. Based on the available information, the reported problem experienced by the user was most likely due to forces applied to the device and is most reasonably determined to be associated with a user related root cause. The IFU precautions the user "care should be taken not to use excessive counter pressure as this may damage the distal tip of the device as well as the mesh and/or tissue." A review of the manufacturing records was performed and found that the lot was manufactured to specification.

Event description:
It was reported that the optifix fixation clips (fasteners) are twisted. As reported, there was no impact or injury to the patient.